Manufacturer narrative:
Catalog # : cuff - 72401958, balloon - 72402106, pump - 72402287. Serial # (B)(4). Expiration date: cuff - 01/07/2014, balloon - 02/19/2014, pump - 04/15/2014. Device manufacture date: cuff - 12/23/2008, balloon - 03/03/2009, pump - 04/24/2009.

Event description:
It was reported the patient is implanted with an action bowel sphincter and she stated that "her device is still working but that she feels like it is getting weaker and that she will need to have something done with it." No further patient complications were reported in relation to this event.